Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. System shut-down after registration. Reported issue could not be replicated. On (B)(6) 2015 another medtronic representative, following-up with the site, reported they checked the em interface over the phone. All ports were good and status page indicated no issues with the emitter or axiem box. Power page was fine, as well. Moved the universal serial bus (usb) to another port, then refreshed using usbview utility. Will monitor to see if issue persists. On (B)(6) 2015 software investigation was completed. The patient logs do not specifically indicate why the system exited. This issue was documented in a medtronic software anomaly tracking database. Return requested. Replacement axiem integrated 4port shipped to site 07/08/2015. No parts have been received by manufacturer for analysis. Return requested. Replacement mobile field generator shipped to site 07/14/2015. No parts have been received by manufacturer for analysis. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, instrument area passed. Hardware and software tests failed: system re-booting after registration, system non-responsive, axiem and emitter communication failures. Action: upgraded computer, software upgraded to fusion 2.3, axiem box replaced, emitter replaced. Issue resolved. On (B)(6) 2015 a medtronic representative, following-up at the site, reported when the navigation system would not function on boot-up, we immediately plugged in the site's second system and moved forward with the case. There was very little delay, if any, we had not moved forward with registration or anything with the patient.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) procedure, the navigation system software re-booted itself. The surgeon was unable to register the patient. Site borrowed another navigation system from another hospital for the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). The axiem unit and field generator components were returned to the manufacturer for evaluation. The axiem unit was connected to a test system for a multi-day burn in test. Navigation, tracking, and accuracy were normal on all 4 ports. The unit passed the pegboard test for accuracy. The field generator showed red status and displayed the following error "axiem emitter low drive error." Diagnostics showed a fault on coil #7. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.